Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a video-assisted thoracic surgery (vats) lobectomy procedure, the loading unit was assembled in the power handle but it did not fire. There was no patient injury.